Event description:
Pt reported that device's piston rod was stuck, but after they tapped the device on their leg it became unstuck. Device then generated a "cartridge low warning" when the cartridge was still 1/2 full, then device returned to run mode. Pt will switch to injection therapy.